Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed err67. No additional patient or event information is available. The receiver was returned for evaluation. The receiver was visually inspected and no defect was found. The data log could not be retrieved and functional testing could not be performed due to the receiver unable to power on. The reported event of err67 could not be confirmed. A root cause could not be determined.